Event description:
New information notes that a small area at the end of the pocket incision site has not healed post implant. The defibrillator and lead were extracted. Possible re-implant contralaterally to allow the skin to fully heal. It was unsure if the patient suffered an infection but was given antibiotics preemptively. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient had a large hematoma following implant. At clinic follow up, the patient's wound was heeling better than what was previously thought. A pocket revision and wound debridement was done on (B)(6) 2020 to address this issue. The patient was stable. Related manufacturer reference number: 2017865-2020-19568.